Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during insertion as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h7, h9, and h10. Proposed component code: mechanical (g04) - provisional top reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.